Event description:
Hill-rom received a report from the account stating the hi-low went up on its own (self run). The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Over the phone the hill-rom technician advised the account to replace the upper control module board. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom has contacted the account three times trying to obtain the resolution to this issue, with no response received form the account. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.